Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not responding to surgeon's controls to open jaws. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was a total hysterectomy on (B)(6) 2025. The issue occurred when the instrument was grasping tissue. The joint was able to move, but the jaws would not open all the way. The jaw was not stuck on tissue and there was no bleeding due to this issue. The instrument did move in the correct direction. The customer used another fenestrated bipolar forceps to resolve the issue.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.